Event description:
It was reported patient had a loose accolade stem. Patient was revised on a left hip. Surgeon revised stem. The cup and liner stayed in the patient.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem loosening was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review by a clinician consultant could not confirm the event nor determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pre- and post-operative x-rays and the primary and revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported patient had a loose accolade stem. Patient was revised on a left hip. Surgeon revised stem. The cup and liner stayed in the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned.